Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual investigation has been performed on the returned reader and reader was observed to be damaged due to use related issue. Therefore, issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. This also serves as a correction report. Section d1(brand name) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) device. The customer reported the test did not start after the blood sample was applied and was unable to obtain readings. The customer experienced symptoms described as "incoherent, disoriented, abnormal fatigue, thirst" and was unable to self-treat due to symptoms. The customer was treated by a healthcare professional (hcp) who gave them intravenous insulin and an infusion of hydration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual investigation has been performed on the returned reader and reader was observed to be damaged due to use related issue. Reader powered on with button depression. The control solution test did not perform due to the nature of damage on the reader. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) device. The customer reported the test did not start after the blood sample was applied and was unable to obtain readings. The customer experienced symptoms described as "incoherent, disoriented, abnormal fatigue, thirst" and was unable to self-treat due to symptoms. The customer was treated by a healthcare professional (hcp) who gave them intravenous insulin and an infusion of hydration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) device. The customer reported the test did not start after the blood sample was applied and was unable to obtain readings. The customer experienced symptoms described as "incoherent, disoriented, abnormal fatigue, thirst" and was unable to self-treat due to symptoms. The customer was treated by a healthcare professional (hcp) who gave them intravenous insulin and an infusion of hydration. There was no report of death or permanent injury associated with this event.